Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
Doctor reported that abutment got loose and screw at tooth site 36 fractured.

Event description:
Doctor replied stating that there was an error in writing the form, the screw was not fractured but the internal thread of the screw was stripped out, it can not give torque.

Manufacturer narrative:
Zimvie complaint number (B)(4). After additional information was received on december 20, 2024, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and/or serious injury. As a result, the prior submission for MFR-3008932779-2024-00006 submitted on october 15, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.